Manufacturer narrative:
(B)(4).

Event description:
Additional information provided reports after the lens was inserted into the capsular bag, the lens was noted to tilt posteriorly due to no capsular bag support. In the surgeon's opinion the lens did not cause or contribute to the event because this was an old, dense traumatic cataract with zonular dehiscence that was not unexpected.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that went into the patient's eye and then had to go with another lens. Additional information was received reporting there was no capsular bag support (collapsed) so the lens was removed through an enlarged (6 mm) incision and sutured. Surgery was completed with a new lens.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for reported cartridge use. (B)(4).